Event description:
During a percutaneous transluminal angioplasty (pta) to a shunt, the powerflex p3 (4205020t) balloon ruptured at 5atm during inflation. Therefore, the balloon was withdrawn from the pt's body. The vessel contained tertiary calcification, unk tortuousity and a 99% stenosis. An indeflator was used during inflation. There were no abnormalities noted during pre-use prod inspection. The prod was prepped and used per the IFU. There was no reported pt injury.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to a shunt, the balloon was reported to have ruptured. The vessel was described as having tertiary calcification, unk tortuousity and a 99% stenosis. There were no abnormalities noted during pre-use prod inspection. The prod was prepped and used per the IFU. There was no reported pt injury. A DHR review was performed and showed that this lot of prods met all requirements per the applicable mqp. This review was extended to subassembly part # e7145022 with lot# 0109050997 and 0101060828. This review revealed that the subassemblies met all requirements per the applicable mqp as well, including burst test values. With the limited amount of info available and without the return of the prod or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.